Event description:
It was reported by the affiliate that the (1) tsw 35 was used during a laparoscopic appendectomy procedure. It was reported that the instrument did not fire. The case was completed with another device and there was no consequence to the pt.